Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that the truespan 12 degree peek trigger assembly was in the "deploy" position. The device was immediately set aside and a second device was made available. No adverse event reported, no delay in surgery. Additional information received from the affiliate reported the malfunction occurred during a meniscal repair and not the originally reported reverse shoulder procedure. It was later reported by the affiliate the exact failure of the device was the trigger mechanism was in the "deployed" position on opening the packaging. The affiliate reported the case was completed by using additional truespan devices and no surgical intervention is planned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However,there was a photo available for visual inspection. Upon visual inspection revealed that the handle was broken but still attached to the device. The root cause for the broken handle due to excessive pressure applied on the trigger during the procedure. No further investigation can be performed with the photo. The reported condition cannot be confirmed since the device was not returned and root cause for the reported failure cannot be determined. No non-conformances were identified for this part number, lot number combination per qlik query executed on 8/7/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No non-conformances were identified for this part number, lot number combination per qlik query executed on 8/7/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.